Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had no image. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Additional information was provided by the customer: model name is ¿cv-190 plus¿. Corrected fields: d4

Event description:
Model name is ¿cv-190 plus¿.